Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for radicular pain syndrome (radiculopathies). Information was reported the patient's ins died 15 months after being implanted. The ins was replaced one year after it died. No further complications were reported. No patient symptoms were reported.